Event description:
The customer reported that during preparation for surgery, the device self activated. It was not used for the patient.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.